Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was confirmed that the front panel was flashing due to a failure of the scope socket unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The clv-s190 instruction manual (drawing no.:gt6076) identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 attention to installation and connection]: ·never apply excessive force to connectors. This could damage the connectors. ·use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 92 and, ¿specifications¿ on page 92 in the appendix. Improper performance, compromised safety and/or equipment damage may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The front panel was flashing due to faulty scope socket. Additionally, the rear panel was rusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite xenon light source had a panel light flashing. The reported problem was found during a therapeutic intrauterine resection procedure. The facility finished the procedure with the same device. There was no delay, no death, injury, or harm associated with the event. The patient was not under sedation when the event occurred.